Event description:
It was reported that the patient experienced pain and burning at the ins pocket site, and it was uncomfortable to use the ins. The ins was replaced. Following the replacement the patient denied any pocket discomfort, and it was reported that there was no injury and the patient recovered without sequela. It was noted that the patient did experience increased pain in the extremity.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery had a reduced capacity due to over discharge.

Manufacturer narrative:
Product ID, 3778-45 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 3778-45 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot#, serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708140 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 3708140 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.